Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint could not be confirmed. The field service representative (fsr) performed mechanical, electrical testing and visual testing. The fsr replaced the retaining ring during occlusion cleaning. The roller pump functioned as intended during the evaluation with no issues found. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump used in the sucker position had a loose axle that was shaking back and forth. Specifically, at the point where the occlusion could be tightened or loosened, affecting the occlusion. The sucker rate was at max but not pulling the expected volume. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.